Event description:
A pt service rep (psr) contacted zoll customer support to report that a (B)(6) male pt¿s charger/modem was not working properly. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem has been confirmed. The cause for the defective battery charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the thermally damaged q1 was unable to be positively determined. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.